Event description:
Customer reports lancet will not retract while using the softclix lancet device after firing. Customer reports that lancet device sticks him and stays out. No treatment received. No adverse event reported a request was made for return of the suspect product and a replacement was sent.